Manufacturer narrative:
H3-device evaluation: lens returned in a micro-centrifuge vial with moisture and residue on product. Visual inspection found no visible damage to lens and residue on lens. Corrected data b5-the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -9.00/3.0/083 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was implanted, removed, and replaced intra-operatively for a longer length lens due to low vault. This resolved the problem. H1- in initial MDR serious injury is corrected to malfunction. H6- patient code 3191 in initial MDR is corrected to 2199. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -9.00/3.0/083 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault. This did not resovle the problem. Cause of the event is reported as unknown.